Event description:
A user facility reported to olympus that the power cord was observed "charred" where the plug connects to the wall outlet. There was no patient involvement and no end user injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. To resolve the problem, the reporter replaced the power cord. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a review of pictures provided from the customer showed visible charring as black deposits. The pins also showed erosion, which may have occurred as a result of arcing to the wall socket. The isolation transformer contains a component, the wound transformer core, which is a highly inductive component and therefore resistant to change in current flow. A surge current is drawn, the magnitude of which depends on the phase position of the mains waveform, at the moment it is connected via the wall plug. This creates a magnetic field in the core. Similarly when the mains plug is withdrawn, the collapsing field of the transformer core continues to drive current and thus an arc is struck. The result of this is damage to the main plug and to any socket into which it is plugged. There has been arcing created by erosion of the contacts in the main inlet plug. This is inherent in the operation of the workstation and presents no risk of fire, or fume efflux. The root cause is from wear and tear and not properly completing regular maintenance of the cable and plug by regular inspections (and replacement if required) of the main inlet cable. Olympus will continue to monitor field performance for this device.